Manufacturer narrative:
The patient remains ongoing on pump support. The specific cause for the reported event could not be determined. The instructions for use lists sepsis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 87 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the morning of (B)(6) 2016, the patient was at home and not responding to any commands. The patient was hospitalized due to respiratory distress and an altered mental status secondary to sepsis. According to the patient's history and physical exam notes, no cerebrovascular accident was noted. A blood culture was taken and revealed a staph infection. The notes stated "incomplete source control". Sputum, urine and clostridium difficile were ruled out. The driveline site did not look infected. The source of the infection was unclear. It was suspected that it was either the pacer lead or vad related, or possibly the inflow graft. No definitive site of infection was identified. It was reported that the altered mental status appeared to be related to the infection; however, no definitive site of infection was identified. Changes were made to the patient's medication. The issues resolved.